Event description:
Caller reported that the touchscreen of their device was cracked and shattered, rendering it illegible and preventing interaction with the pump. There was no adverse impact on the customer's blood glucose level. The customer planned to use a backup insulin pump and worked with technical support to arrange for the replacement of the device.